Manufacturer narrative:
This report is submitted on 4 february 2021.

Event description:
It was reported the device was explanted due to a possible silicon allergy. Additional information has been requested but not made available as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on march 16, 2021.